Event description:
It has been reported that during a procedure the physician was attempting to swab the procedure area with a cotton tip applicator. At this time the cta tip became lodged in the pt's femoral canal. A second swab was used in an attempt to remove the previously lodged piece of cotton to no avail. A third cta was then used again, by the physician, to clean out the area. The cta tip became lodged in the femoral canal once again. A fourth cta was again used to try to locate the 3rd swab to no avail. Customer requested information as to the material of the cta tip, so they could decide what actions they would take. A decision was made by the health-care professional that they would not intervene further. No additional medical intervention was initiated.

Manufacturer narrative:
Both prep tray supplier and cta MFR were notified of this event. Both suppliers informed allegiance that the cta is intended for external use only and is not designed for use within the body cavity or in a surgical incision.